Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was seen by them and the doctor as the patient did not know how to operate the programmer well. The patient was shutting off adaptive stimulation and then turning it back on and did not know how to turn stimulation on and off properly. The patient was retrained on the use of the controller. It was noted that the controller batteries were dead at the time of the appointment and had to be replaced. It was explained that since adaptive stimulation was sometimes turned up then the patient would lay down with adaptive stimulation off and get overstimulated. It was mentioned that the number eight electrode had high impedance. The representative adjusted the adaptive stimulation and things seemed to be resolved and there was no plan to do anything for the lead with the single electrode greater than 10000 as it was not being used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that for the past few days the patient's stimulation just shut off. Patient stated for the last couple days she had her setting voltage over 2 and did not stay there for very long and would shut off. Patient stated the stimulation shuts off. Patient stated her voltage was 1.45 normally however two days ago had to set to 2.00v. Patient stated she had it at 2.05 to take the pain away however the stimulation stopped 5 minutes later. Patient stated she couldn't go above that number. Patient stated she felt stimulation at her herniated ruptured disc from the past. Patient stated she was good about charging her implant. Patient stated that one time she felt stimulation in her head. Patient stated stimulation just did not feel right. Patient stated she could feel the pulse on the top of her head which was last week. Patient stated they normally feel stimulation at the top of waist line. Additional information was received, patient called back because she thought something was wrong with her neurostimulator (ins). Caller stated she was trying to set up an appointment with a manufacturer's representative to check the ins. No further complications were reported or anticipated.